Manufacturer narrative:
A review of the manufacturing records for the device verified the lot met all pre-release specifications. According to the gore® tag® conformable thoracic endoprosthesis instructions for use (IFU), complications associated with the use of the gore® tag® thoracic endoprosthesis may include but are not limited to branch vessel occlusion or obstruction and reoperation.

Event description:
The following was reported to gore: on (B)(6) 2020, the patient underwent the aortic root replacement (bentall procedure) and the total arch replacement with elephant trunk procedure. The patient tolerated the procedure. On (B)(6) 2020, additional endovascular procedure was performed for the thoracic aortic aneurysm. Two gore® tag® conformable thoracic endoprostheses were planned to implant. The first, a tgu343420j/(B)(4) was implanted and then a tgu343420j/(B)(4) was implanted proximally. The bird beak was observed at the distal end of the tgu343420j/(B)(4). A gore® excluder® aaa endoprosthesis aortic extender component was implanted distally. A non-gore stent graft (tx2) was implanted at the overlap site between two gore® tag® conformable thoracic endoprostheses for reinforcement. No endoleak was observed. Final angiography revealed the left subclavian artery was unintentional obstructed by the tgu343420j/(B)(4). A stent (express ld) was implanted in the left subclavian artery. It was confirmed that the blood flow of the left subclavian artery was improved. The procedure was concluded, and the patient tolerated the procedure. The physician stated that the left subclavian artery was obstructed by the sleeve.